Event description:
The jiffy polisher coarse disk (sku 7015-) detached from the hand piece and was aspirated by the patient. The patient was sent to the ER per university protocol. While in transport to the ER, the patient expectorated the device. No medical intervention was required.

Manufacturer narrative:
This report was due on february 14th, however due to it restrictions and an expired certificate caused a delay on this report submission. Ultradent has maintained contact with the FDA esg help desk throughout that time as evidence that there were esg/certificate/it issues that caused a delay.